Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): analysis of the device revealed normal battery depletion.

Event description:
It was reported that the patient presented with fatigue, and the device exhibited elective replacement indicators (eri). The physician suspected premature battery depletion. The device was explanted and replaced. No further patient complications have been reported as a result of this event.